Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported that during blood draw of one patient using bd vacutainer® one use holder, the needle and holder separate. No adverse impact was reported regarding the patient or user.